Event description:
It was reported that during a whipple procedure, the device was placed on a vessel with what is thought to be a white cartridge and when the surgeon went to fire the device, it did not fire. No tissue was cut and not staples were deployed. The device came off of tissue as expected. Another competitors device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Vessel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Not clear which firing, but not the first. If echelon, during which stroke did the event occur? Powered. What color cartridge was being used? White. What other color cartridges were used before and after this event? White and grey. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. How long has the surgeon been using this device for this procedure (in years)? Not new. Was there a recent conversion to ees devices in this account or with this surgeon? Trying to convert to ees. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. Staple line deployed and did not fire at all. The analysis found that one device was received for analysis with an unfired reload loaded in the device. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.